Event description:
In 2009, patient had implant of a 28-16-155bl bifurcated device. The proximal end of the device was about 20mm below the lowest renal; no leak at the close of procedure. Follow up CT at 6 months revealed a leak, however, could not confirm if a proximal type I or a type ii; also showed an ectatic right limb. Five months later, the patient was treated both proximally with a 28-28-95rl suprarenal proximal extension and distally with a 20-20-55l limb extension with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Approximately 20mm of aortic neck was left uncovered at initial procedure potentially contributing to an incomplete proximal seal. Unknown if patient's anatomy met criteria for indications for use. No conclusion can be drawn at this time.